Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient suffering a fall 2 weeks post operative which resulted in a fracture below stem implant. Revision to a long stem was determined as best possible solution.